Event description:
Report #3 of 3 received of a tubing separation at the upper , y-site, just below the clave port. It is unk what was infusing, or if any bleed back occurred. The customer reported that this occurred in the emergency dept, but there was no reported adverse pt effect or delay in critical therapy. Though requested, no additional information was provided.